Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the set screw on the device could not be tightened. The device was replaced. No adverse consequences for the patient were reported.